Event description:
The customer reported that the pencil toggle switch for cut was stuck. This was noticed as soon as it was plugged in. Another device was used without problem to complete the procedure.

Manufacturer narrative:
(B)(4). (B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.